Event description:
Evening of 6/20/05: pt result for ctni reported out as 5.61; repeat result was <l (<0.06). Reference range is 0.31-0.64 ng/ml. Treatment for pt was started based on original result. Pt had had a heart attack previously and was already on "blood thinners". Reporter stated that the physician said the treatment was not "aggressive".